Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope showed a flickering image. The procedure was completed with a different scope. There were no reports of patient harm, and there were no reports of procedural delay.

Event description:
Additional information from customer: the malfunction occurred before an unknown cholecystectomy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image condition interference evident. Based on the results of the investigation, a definitive root cause of the image issues could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.